Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2008 and that the onset of sickness and pain began immediately after the procedure. The patient further reported that a determination of metal poisoning/allergic reaction to cobalt and chromium was made. Review of invoice history confirmed that a revision procedure was performed on (B)(6) 2011. The taper adapter and cobalt chromium modular head were removed and replaced with a ceramic component. Additional information received from patient¿s legal counsel alleges patient concerns of infection and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." "Early or late postoperative infection and allergic reaction." ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-00497 and 1825034-2014-02530). This medwatch and the medwatch number referenced above are both associated with the same patient/event reported maude event report (B)(4).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components."

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2008 and that the onset of sickness and pain began immediately after the procedure. The patient further reported that a determination of metal poisoning/allergic reaction to cobalt and chromium was made. Review of invoice history confirmed that a revision procedure was performed on (B)(6) 2011. The taper adapter and cobalt chromium modular head were removed and replaced with a ceramic component. Additional information received from patient's legal counsel alleges patient concerns of infection and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a revision on (B)(6) 2011 due patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, elevated metal ion levels, metallosis, metal poisoning, and lack of mobility.

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2008 and that the onset of sickness and pain began immediately after the procedure. The patient further reported that a determination of metal poisoning/allergic reaction to cobalt and chromium was made. Review of invoice history confirmed that a revision procedure was performed on (B)(6) 2011. The taper adapter and cobalt chromium modular head were removed and replaced with a ceramic component. Additional information received from patient¿s legal counsel alleges patient concerns of infection and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a revision on (B)(6) 2011 due patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, elevated metal ion levels, metallosis, metal poisoning, and lack of mobility. Additional information received in the patient's revision operative report noted the reason for revision on (B)(6) 2011 was concern of infection. Operative report further noted negative frozen section, white granular debris in joint, and soft tissue debris. The modular head and taper adapter were removed and replaced.